Manufacturer narrative:
The catheter is expected to be returned for evaluation; however, it has not yet been received. Maude event report no. (B)(4).

Event description:
It was initially reported that the balloon fell off the catheter, the balloon was able to be retrieved. There were no patient complications reported. Follow up with customer did not reveal how retrieval was performed.

Manufacturer narrative:
One catheter was received without the packaging. Initial visual examination found that there was no balloon latex or windings on the catheter tip. The proximal, distal windings and the balloon latex were found to be missing from the catheter tip and were not returned. The catheter body was found to be in good condition. As per the product instructions for use (IFU), this condition may occur when the pull force of 1.5lbs on an inflated balloon has been exceeded. Also per the product IFU, the embolectomy catheter is not recommended for the removal of fibrous, adherent, or calcified material (e.g. Chronic clot, atherosclerotic plaque). There was no manufacturing non-conformances identified during the evaluation. A review of the manufacturing records indicated that the product met specifications upon release. It could not be determined if procedural factors or device handling may have contributed to the event reported. No actions will be taken at this time.